Event description:
It was reported that the wake button was unresponsive. Pump display turned on when plugged into a power source. In addition, it was reported that customer's cartridge was removed while the case was being taken off. There was no adverse impact to the customer's blood glucose. The customer reloaded the cartridge into the pump and resumed insulin delivery.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.